Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported the lv lead was repositioned due to a dislodgement, causing lack of stimulation. The lv lead was repositioned in an anterolateral vein. No adverse patient effects were reported.